Manufacturer narrative:
Email - (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.4, b.3, b.5.

Event description:
Physician observed "hole in radius (edge)" during surgery.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: based on the device analysis grid, the assessments of the complaint are: deflation: observed opening posterior side assessed as fold flaw opening additional observations: observed creases on the device. Observed wear abrasion on the device. Brown particles observed in the fill channel. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported right side deflation. Device has been explanted and replaced.